Event description:
Vapotherm alarming reading high flow circuit but it was a low flow circuit. Circuit flow started as a low flow but changed and did not allow for titration of liters below 5 liters. Issue could not be duplicated by biomed.